Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's clinical specialist reported via phone call the insulin pump alarmed motor error and a no delivery alarm. The caller stated the customer just came from the emergency room and was currently at the doctor's office. The caller reported the customer had high blood glucose and did not know how to treat. The nurse did not provide their blood glucose value at the time of the incident. During trouble shooting a motor error and recurring no delivery alarms were found. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.